Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an estimated implantation period of 38 months, loss of capture was reported. During the revision procedure, a suspected lead damage was observed. The lead was explanted, but not yet returned to biotronik. No adverse patient events were reported. Implant and explant dates were not provided.

Manufacturer narrative:
(B)(6) 2017 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approx. 26 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation as mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator can. Diagnostic images clarifying this assumption were not available for analysis. These findings can be considered as the root cause of the issues mentioned in the complaint description.further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, cuts in the insulation and damages of the steroid collar were observed. It is reasonable to assume, that these damages occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.